Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had not had an infusion set all day and was getting no delivery alarms on the insulin pump. Customer's blood glucose was high at 486 mg/dl. Customer treated with an injection. Customer declined troubleshooting and treated with an injection while on the phone. Customer was able to resolve the set issue. Customer was going to monitor herself for 3 hours and call back if her blood glucose was still high. Customer stated that she was getting a no delivery alarm during the priming process and this is the third set she has gone through today. Troubleshooting was performed and the customer was advised that the pump was working as designed.